Event description:
Patient was taken to heart cath lab urgently for infarction angina. A guide wire perforated the left anterior descending in the mid portion with extravasation of dye outside the artery and this was treated with reversing anticoagulation regimen of prolonged balloon inflations above the point of perforation. Intra aortic balloon pump was placed for many hours due to cardiogenic shock and patient was transferred to the intensive care unit. The patient was not considered a surgical candidate. They were treated medically and discharged to rehabilitation.